Event description:
The customer reported to olympus during a cystoscopy procedure, the video system center keeps shutting off and turning back on. There was a 5 minute delay reported and no general anesthesia was used. The procedure was completed using a similar device was used. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. It¿s unknown whether the phenomenon was attributed to the device. Olympus will continue to monitor field performance for this device.